Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported via mw5119395: clinical adverse event received for severe left knee pain 10/10. Event is serious and is considered severe. Event is possibly related to procedure. Event is not related to device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Implant date was (B)(6) 2021.